Event description:
It was reported that during an unknown procedure, the handle of stapler cracked when stapler was closed. It is unknown on which firing or attempted firing this occurred. The customer said device did not disengage, but they were able to remove all parts of device. Patient care was not affected (there were no patient consequences). Case completed with another device of unknown product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.